Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. The errors were confirmed to have occurred in the history. Flow and occlusion testing were performed. The travel course reverse and plunger lever error was cause from the customer releasing the clutch during an infusion. The acu watchdog and primary audible alarm errors could not be repeated. The control background test alarm was caused from customer holding down a button too long. The analyst replaced the speaker as a preventative measure for the acu watchdog and primary audible alarm post error in history. The clutch half's left and right with leadscrew and spring will also be replaced as a preventative measure, parts were over 3 years old.

Event description:
Information was received indicating that the medfusion 4000 pump displayed a travel coarse error, a system failure plunger background system, a system failure acu watchdog failure and a system failure control background test. There was patient injury.